Event description:
The lay user/pt contacted lifescan on july 17, 2007 and alleged that her one touch ultra2 meter was not functioning properly. The pt reported that she was only able to view the previous reading and not the apply sample prompt. She reported that the alleged issue was occurring "every single day since the 2nd week" and she then was experiencing the symptom of thirst. The pt did not receive/require medical attention. She did not take any actions regarding her diabetes regimen. The pt also reported that the test strips did not turn the meter on sometimes. The issue was not resolved with troubleshooting. She denied receiving medical attention. It would have been helpful to know when she started experiencing the symptom of thirst, what her diabetes medication regimen is, and if she had continued to take her diabetes medication during the time she was not able to test on the meter. This complaint is reported because the pt alleged she was not able to test on the meter due to the alleged unresolved issue and later developed the symptom of thirst, a symptom that can be associated with hyperglycemia. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.